Event description:
Reporter indicated that pt was hospitalized from 6/2002 - 7/2002 due to staph aureus infection at generator site. Pt received intravenous antibiotic treatment while hospitalized. Pt was seen by physician in 7/2002 and cultures performed at that visit continue to grow staph. Pt underwent I&d procedure. The infection has reportedly resolved.